Manufacturer narrative:
H3: product analysis: evaluation determined that the bur can't be inserted inside the attachment. The likely cause failure is identified as detached distal bearings due to inadequate preventive maintenance. It was also noted that the leg scratched, color faded and laser markings are faded. B3: date of event notification: 25th july 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of difficulty with assembly. It was reported there was no patient involvement. Repair request escalated to product event due to customer indication that this report is a complaint.